Manufacturer narrative:
Technical services reviewed device data. The device power consumption was due to high pacing outputs programmed on the atrial lead. The patient was paced 95% in the ra and the output was programmed to 3.5v. The most recent threshold measurement in the ra was 0.6v, so it was unknown why the output was so high. It was also noted that the ra pacing impedance measurements had varied between 250 ohms and 1400 ohms. Further evaluation of the ra lead was recommended, and decreasing the output would improve the remaining longevity of the device. A longevity calculation using the programmed parameters and therapy usage found an expected longevity of about five years. The field representative confirmed that no changes had been made to the device programming at this time and the physician would wait to perform any troubleshooting on the ra lead until the patient's next scheduled follow-up. The manufacturer, model, and serial number of the ra lead were not known. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker showed a remaining longevity of four years, after only one year of implant time. There was concern the battery was depleting prematurely. A save to disk was submitted to technical services for review. No adverse patient effects were reported.